Event description:
New information notes that the physician does not allege that device or leads are related in any way to the infection.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13352. I was reported that the patient presented to the hospital for suspected pocket infection. The patient was brought to the cath lab and the device and leads were removed without complication. The patient condition is stable.